Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch broke so the jaws would not close. The reporter stated that during ligation of the first branch, the surgeon heard something "snap". When he pulled out the hemopro out of the leg, the device was still on. He unplugged and replugged it, and activated it again, but the toggle switch would not return to the "deactivated" position. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the toggle stayed in the on position when it was pulled back. The handle was opened up and it was found that the set screw in the collar assembly was loose. Based upon this observation, the reported complaint for "toggle switch stuck" was confirmed. Internal file number - (B)(4).